Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the hospital with a ventricular escape rate of 35bpm due to high thresholds, loss of capture, and an increase in pacing impedances from 400 ohms to 1,500 ohms. In addition, multiple false ventricular tachycardia (vt) events had been stored due to the loss of capture. A lead fracture was suspected. A revision procedure was performed and the lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. The abandoned lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.